Event description:
The customer reported that the ventilator alarmed with primary alarm failed at power up. This is being reported due to malfunction of the primary alarm. The customer reported there was no patient involvement.